Event description:
The patient was enrolled in the watchman flx pro CT study on (B)(6) 2023 with patient identifier (B)(6). It was reported that device did not seal. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed under intracardiac echo (ice) guidance with a complete laa seal and deployed device diameter of 22.0 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of aspirin. On (B)(6) 2024, 379 days post index procedure, the patient presented for protocol required 12 month follow up visit and cardiac computed tomography (CT) imaging was performed which revealed a peri device gap of 17mm at long axis and 10mm at short axis, peri-device leak was noted at posterior, 3, 4 and 5 o'clock position. At the time of event, the patient was on aspirin (75 mg /day).